Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable pacemaker was explanted and replaced due to an allegation of premature battery depletion. There were high right ventricular (rv) threshold measurements and loss of rv capture noted at the time of elective replacement indicator (eri). No additional adverse patient effects were reported.